Event description:
Consumer reports getting inaccurate readings with their plink meter. Analysis run on clark error grid using mean average reading (65) as ref. Pint vs. Bd reading (50, 79) yielded data points in the d range of the grid, outside acceptable limits.